Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: phase: when withdrawn from the patient. Defects: there are barbs and lint on the needle.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and upon completion, the indicated failure mode for damaged needle point was observed in one sample. None of the retention samples showed signs of foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged needle point. This complaint could not be confirmed for the failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of damaged needle point through corrective and preventive actions. H3 other text : see h.10.